Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. It was reported to abbott, was unable to place their ipg in MRI mode. The patient received the message: 'MRI is not advised, there may be a problem with the implanted leads.¿ the rep met with the patient and found high impedance on one. Replacement of the lead is planned but has not been scheduled. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient was unable to set the ipg into MRI mode. System diagnostic recorded high impedance on one lead contact. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that high impedance was noted on three contacts rather than one. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue.